Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming ?no disposable, clamp tubing. Per reporter residual volume was: 17.5, rate 0.8 ml.hr and 82.5 ml was given. No adverse patient effects were reported. No additional information is available.